Event description:
In 2006, surgeon attempted to remove itst nail and lag screw due to trochanteric discomfort. Surgeon was unable to withdraw the screw, when full torque was applied in the approximate direction, inserter disengaged from screw. Distal tip of the inserter head became deformed. A new inserter was used in the same manner with the same result. Surgeon elected to leave the nail and screw implanted due to inability to remove.

Event description:
It is reported that an itst nail and lag screw were implanted in 2004.